Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient was initially implanted with a bifurcated device, a suprarenal aortic extension and an infrarenal aortic extension on (B)(6) 2016. On (B)(6) 2016 the patient had pain in their limb and the physician identified limb ischemia from limb thrombosis. The physician elected to complete a thrombectomy and balloon the implant to resolve the issue. The patient is stable.